Event description:
The olympus field service engineer was informed by the customer that while the central co2 source still supplies air normally and as the nurse prepared for a surgical procedure, the high flow insufflation unit reportedly had no air output. The hospital stopped using and replaced with another surgical system. No patient injury or harm reported. The unit will be returned for service.

Manufacturer narrative:
The unit was returned to the repair center for evaluation. The customer's reported issue was confirmed as the excessive pressure alarm generates continuously due to a faulty (cr) board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.